Event description:
School personnel responded to a person in cardiac arrest. According to the reporter, first responders attached disposable defibrillation/ECG electroces to the patient from the device but the device alarmed "connect electrodes" even after checking connections. Paramedics responded with a back up defibrillator, defibrillated, resuscitated the patient and transported him to the hospital.